Event description:
As per the customer description the machine switched off despite the "full battery" display, without alarm. The nurse was away for a few moments. The pt was monitored in a treatment room waiting for hospitalization.